Event description:
It was reported this was the second time the device alarmed no delivery in the last two weeks. Customer was not present at the time of the call and troubleshooting was not possible. Customer's blood glucose was 221 mg/dl. Customer's mother stated the customer had changed the set, bloused and the device alarmed. Customer's mother stated the device only delivered 3.1 units of the 6 units that were supposed to be administered. Customer's mother was advised the customer needed to deliver the remaining units of insulin that were canceled. Customer's mother was going to call customer school to ensure the other units were delivered so customer won't go high. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.